Event description:
It was reported that the external pulse generator (epg) required corrective maintenance/repair. The epg was returned for service and subsequently tested out-of-specification during manufacturers analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was determined during analysis of the external pulse generator (epg) that the lower case was cracked, the seal was out of tolerance and the display cable insulation had been compromised. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.